Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all devices stopped communicating and suddenly displayed a white screen with a "fatal error" message, preventing that from connecting to the network. A technical support specialist (tss) observed a disconnected icon in the med application, reviewed dispensing device sync service logs, and attempted remediation using the relevant knowledge article, but the issue persisted until outdated proxy settings were cleared, restoring server communication. A field service engineer (fse) later reviewed events on site, confirmed the issue coincided with scheduled information technology(it) and unscheduled power outages, verified network restoration, rebooted the station, updated remote smart service (rss) and component manager to current versions, and confirmed successful startup and normal communication. The issue was attributed to combined power, network, and proxy configuration issues, with no hardware failures identified. The system functioned as intended after technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machines was not communicating and went offline on remote support service. Customer stated that machines suddenly went to a white screen, followed by an error message stating "fatal error". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.